Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The surgeon notes a possible lens exchange due to large vault and requested assistance from a consultation doctor; which was additionally noted the steep meridian rotated counter clock wise by 12 degrees. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.